Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), the backlight inverter printed circuit boards (pcbs), and uploaded the software to the latest revision. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator screen became inoperative. There was no report that the patient was transferred to another ventilator.

Manufacturer narrative:
(B)(4).

Event description:
The patient was manually ventilated and transferred to a second ventilator. No harm to the patient reported.